Event description:
There was an allegation of questionable sodium electrode results for 9 patient samples on a cobas pro ise analytical unit. Patient 1: the initial result was 146 mmol/l, and the repeated result was 140 mmol/l. Patient 2: the initial result was 148 mmol/l, and the repeated result was 140 mmol/l. Patient 3: the initial result was 146 mmol/l, and the repeated result was 140 mmol/l. Patient 4: the initial result was 148 mmol/l, and the repeated result was 139 mmol/l. Patient 5: on (B)(6) 2025, the initial result was 146 mmol/l, and the repeated result was 138 mmol/l. Patient 6: on (B)(6) 2025, the initial result was 144 mmol/l, and the repeated result was 138 mmol/l. Patient 7: on (B)(6) 2025, the initial result was 148 mmol/l, and the repeated result was 140.0 mmol/l. Patient 8: on (B)(6) 2025, the initial result was 148 mmol/l, and the repeated result was 139.7 mmol/l. Patient 9: on (B)(6) 2025, the initial result was 146 mmol/l, and the repeated result was 138.5 mmol/l. The samples were repeated due to the customer's ongoing qc issues.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode serial number is (B)(6) . The expiration date was not provided. The field service representative performed maintenance and checked the vacuum nozzle and dilution vessel. He removed the sipper and dispenser and performed cleanings. He performed checks and tests. The sipper needle was replaced, the vacuum nozzle was rinsed, a system reagent flow path prime was performed, and the system was calibrated. The issue had not been resolved. The field service representative performed decontamination and performed adjustments on the sample probe and vacuum nozzle. The investigation is ongoing.

Manufacturer narrative:
The various cleaning and decontaminating actions performed by the field service action representative confirmed a problem with the sample quality. The investigation determined the issue was due to pre-analytical handling issues. The investigation did not identify a product problem.